Event description:
Customer reported "crack in the hub with leakage. Noticed during the puncture by the physician." No patient harm was reported. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual examination of the needle hub revealed several cracks. The customer did not provide a valid product code or lot for investigation. Therefore, for the purpose of this investigation, a potential product code and potential lot number were obtained from sales history (cs-15403 , 71f20b0916). The total length of the needle cannula measured to be 2.91" which is not within specifications of 1.782-1.658" per product drawing. This indicates that the returned needle is not from the product code obtained from sales history. The returned introducer needle was connected to a lab inventory syringe and flushed. Water leaked from the cracked hub. Product engineering was consulted to determine if the needle hub part number could be identified based on the returned sample. It was determined that due to similarities between hub designs, a part number cannot be determined. The customer did not provide a valid product code or lot for investigation. A device history record review was performed based upon a potential product code and lot number from the sales history data of the customer. No relevant findings were identified. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. A device history record review was performed on a potential lot identified through a sales history review with no relevant findings. Without a valid product code, the probable root cause of this issue could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported "crack in the hub with leakage. Noticed during the puncture by the physician". No patient harm was reported. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A second investigation has been performed for this complaint. Evaluation codes have been updated. Investigation results are as follows: the customer returned one introducer needle for evaluation. Visual examination of the needle hub revealed several cracks. The customer did not provide a valid product code or lot for investigation. Therefore, for the purpose of this investigation, a potential product code and potential lot number were obtained from sales history (de-15854-s, 71f19b0554). The length of the needle cannula from the hub notch to the distal tip measured to be 2.70" which is within specifications of 2.643-2.713" per product drawing. The inner diameter of the needle cannula measured to be 0.041" which is within specifications of 0.041-0.043" per product drawing. The outer diameter of the needle cannula measured to be 0.0500" which is within specifications of 0.0495-0.0505" per product drawing. This supports that the returned needle is from the product code obtained from sales history. The returned introducer needle was connected to a lab inventory syringe and flushed. Water leaked from the cracked hub. The customer did not provide a valid product code or lot for investigation. A device history record review was performed based on a potential product code and lot found during a sales history review (de-15854-s, 71f19b0554) with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. A potential product code and batch were identified through a sales history review, and the returned device matched the specifications for the introducer needle included in this kit. A device history record review was performed this batch with no relevant findings. Based on the condition of the sample received, design caused or contributed to this issue. A CAPA has been previously initiated to further investigate this issue. Corrective action has not yet been implemented.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported "crack in the hub with leakage. Noticed during the puncture by the physician". No patient harm was reported. A new device was used. The patient's condition is reported as fine.